Event description:
Boston scientific received information that the patient implanted with this pacemaker experienced syncopy. The patient is elderly and has complete heart block. The thresholds were high and did not capture. The device was reprogrammed to increase thresholds and the device will be checked again in the near future. There were no additional adverse patient effects reported.

Manufacturer narrative:
All available information indicates the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.